Manufacturer narrative:
The reported field events of noise and high pacing lead impedance were confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and an anomalous transistor was noted. The cause of the reported noise and high pacing lead impedance was an anomalous transistor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory patient notifier. Upon device interrogation, high, out of range, pacing impedance and noise were observed. The lead was explanted and replaced. Four hours later another patient notifier was received. Noise and high, out of range pacing impedance were still observed. The device was explanted and replaced.